Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d109 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak (centrifuge chamber). No trends were detected for these complaint categories. However, corrective and preventive actions have already been initiated to investigate drive tube leak/break. This assessment is based on information available at the time of the investigation. The analysis of the returned photos is still in progress. A supplemental report will be filed when the analysis of the photos is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a drive tube leak at 1505 ml of whole blood processed. An alarm #7: blood leak (centrifuge chamber) alarm occurred a short time before buffy coat collection. The customer aborted the treatment and did not return the blood volume to the patient. The patient was reported to be in stable condition. The customer stated that the drive tube leak occurred at the lower end of the drive tube near the sensorized drive tube clamp. Photos were submitted for investigation.

Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photographs confirmed the leak and the drive tube damage. The analysis determined that the, most likely, root cause of the leak was lower bearing stop delamination, which allowed the drive tube assembly to become damaged and ultimately leak. Corrective actions have already been initiated to address the potential root causes of drive tube delamination. Correction: a review of the device history record found that kit lot d109 had a nonconformance for bearing stop delamination. As such, the drive tubes for this kit lot were all replaced with new drive tubes (from new drive tube lots) through a rework incident. (B)(4).